Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while the ilet displayed "connect cgm or switch therapy," and the dexcom g7 sensor had been paired only to the dexcom app and not to the ilet, resulting in cgm not paired and the system operating in bg run mode. Symptoms included frustration. Outcomes included no alerts for severe hyperglycemia over the specified duration, no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included troubleshooting and user education. Investigation of this case revealed that the cgm pairing code had not been entered into the ilet, and the dexcom app and ilet do not communicate for sensor pairing. It was concluded that hyperglycemia occurred due to user setup error related to cgm not paired, resolved after proper pairing instructions.